Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump casing was cracked at the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was noted to be cracked at the battery compartment threads. The pump battery cap was not returned with the pump; a test cap was inserted to complete the investigation of the pump. The pump was able to power on normally with the test battery cap.